Event description:
Info received indicates the emergency trend function is not working when the foot pedal is activated.

Manufacturer narrative:
The technician isolated the issue to the emergency trend valve. He replaced the trend valve to repair the bed.